Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented color bars when plugged into the video processor. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable and grinding noise on coupler. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to bad cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.